Manufacturer narrative:
(B)(4). Currently, is it unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
It was reported that the insulin pump alarmed no delivery excessively during the bolus and basal procedures. The customer did not know the blood glucose reading. He stated that he had already changed the infusion sets out and was currently unable to troubleshoot the alarm due to lack of extra supplies. He noted that he had received multiple alarms over the past 3 weeks. He was advised to change the infusion set as soon as possible and monitor the device. He declined returned of the reservoir or infusion set for analysis. Nothing further reported.